Manufacturer narrative:
(B)(4) concomitant medical products: 11-173660, m2a 38 mm mod hd -6 mm nk, 009190. The 11-103208, taperloc por lat fmrl 15x150, 380160. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that the patient underwent left total hip arthroplasty and subsequently is experiencing pain. Two surgeons have informed the patient that the cup is positioned at 62 - 68 degrees instead of the optimal position of 45 degrees. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of xray which indicated cup migration with 60 degree inclination. Reported event of pain was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.